Event description:
It was reported that during the implant of this evfxplus-34 in a patient with a left ventricular assist device and pure aortic insufficiency at the time of implant, the valve was placed at a depth of 5-6 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Due to a lack of calcification, the implanting physician attempted to place a stent in the ascending aorta to anchor the outflow of the valve. Upon release of the stent, however, the valve dislodged 2-3 mm into the left ventricle. Other contributing factors included the patient's anatomy, specifically the lack of calcification and suction from the left ventricular lead, which pulled the valve into the ventricle. After the dislodgement the valve depth was between 25 mm and 30 mm on both the lcc and ncc and the waist of the valve was situated at the annulus. Severe paravalvular leak (pvl) was observed. A non-medtronic valve was placed in the embolized valve, reducing the paravalvular leak to mild-moderate, but the patient continued to have a low ejection fraction and issues coming off bypass. The procedure was delayed by 1 hour. Following the procedure the patient was placed on extracorporeal membrane oxygenation.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product type: {0195-heart valves}; product ID {l-evolutfx-34}. Product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.